Manufacturer narrative:
Additional information (images) was received. The event is currently under investigation.

Event description:
It was reported that 12 months post placement of two stents (size 7 x 100 mm and 7 x 150 mm), one of the stents was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
The event is currently under investigation. Two possible lot numbers have been provided: anya3003 and anya2349. The lot history records are being reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 12 months post placement of two stents (size 7 x 100 mm and 7 x 150 mm), one of the stents was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the stenting procedure were provided, showing two stents placed in the left sfa in overlapping technique. On the basis of the images, the target vessel was significantly calcified. No stent fracture was identified during the evaluation of the images. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. In this case, only limited information was provided. The target vessel was significantly calcified which may have contributed to the assessment of a stent fracture. A definite root cause for the event reported could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU mentions that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced greater than 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and that post expansion with a pta catheter is recommended. If being performed, a balloon catheter that matches the size of the reference vessel but that is not larger than the stent diameter itself should be selected.

Event description:
It was reported that 12 days post placement of two stents (size 7 x 100 mm and 7 x 150 mm), one of the stents was found to be fractured. There was no reported patient injury.